Event description:
The field service engineer (fse) while working on the device found the therapy pca malfunctioning. There was no patient involvement. The field service engineer (fse) while working on the device found the therapy pca malfunctioning. Upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.